Event description:
Pacemaker and ventricular lead implanted 2/13/1993. Pt developed failure to pace and sense. This was corrected by turning up the voltage to maximum output which allowed satisfactory pacing, however, the battery was depleted somewhat sooner as a result. Battery/pacemaker changed out for end of life on 4/3/1998. Ventricular lead capped due to poor position.